Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and determined that the ise (ion selective electrode) buffer valve malfunctioned. The fse replaced the ise buffer valve to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining false high na (sodium) and k (potassium) patient results on the ise (ion selective electrolyte) involving their dxc700au clinical chemistry analyzer system. The erroneous samples were repeated, and similar results were obtained. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided example of false results.